Event description:
It was reported that a health care assistant noticed that the trach tube tapes were undone. It was found that the device eyelet had broken so the tape could not be secured. The device uses velcro tapes. An elective tracheostomy tube change was completed without any problems. The tracheostomy tube was not kept. Part number and lot number unknown. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Device evaluation: no product was returned for investigation. No lot number was provided, therefore a review of device history records could not be conducted. Based on the available information, the investigation could not identify a root cause for the reported issue, and no action has been taken at this time.